Event description:
After the surgery, the patient still presented ¿fever¿ and mentioned that ¿there is still material of the first surgery inside the body¿ which is considered not device related, as it occurred post explanation.

Event description:
Patient also experienced "pain in left sinus", which is not device related. Prescribed treatment included oral albumin, rifocin spray, and unspecified antibiotics. Patient confirmed device was not ruptured but healthcare professional left "remains...like fibrosis and capsules." Patient attributed "recall" as a possible cause for the events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and abscess. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported waking up from implant surgery and ¿feeling a lot of pain¿ on the left side. A few days later, patient developed left side ¿puss¿ and fever. The device ruptured 37 days following implant surgery and was explanted. After explant surgery, patient reported developing diabetes, fever remains, and ¿liquid.¿ patient takes diabetes medication concomitantly.

Event description:
Patient additionally reported, ¿left breast leaks a purulent liquid, that physician diagnosed as seroma¿, ¿diagnosed as an infection¿ and ¿left device was exposed¿.